Event description:
Caller states the patient tested 352mg/dl and 87mg/dl on the inform system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect device and replacement was sent.